Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2016.

Event description:
It was reported that the patient was diagnosed with (B)(6) bacteremia and a chronic subdural hematoma. It was also reported that evidence of infection with possible septic emboli was seen on the patient's echocardiogram. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced once the infection had cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.